Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer spontaneously shut down. It was noted that this occurred after the "get initial" button was selected on the programmer after a setting change when vvi mode / atrial sensitivity was 'off'. It was noted that the interrogation was able to be completed. The programmer remains in use. No patient complications have been reported as a result of this event.